Event description:
It was reported that the patient was experiencing discomfort with this inflatable penile prosthesis (ipp) pump since it was too close to the testicle. The cx system was replaced with an lgx. There were no patient complications.